Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, the device laid a line of staples and only cut halfway. Doctor may have run it across and fired across the previous staple line. A new device was opened and had no problem. No consequence to the pt.